Event description:
It was reported that the patient underwent a hip revision approximately two years post-implantation after the patient fell, resulting in a periprosthetic fracture. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; b5; g3; h2; h6. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
(B)(4). G2: australia. H6: proposed component code: mechanical (g04) - stem. The customer has indicated that the product location is unknown and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately two years post-implantation due to a bone fracture. It was reported that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h6. Visual examination of the provided picture identified an explanted stem and head covered in bio-debris. No further evaluation could be made with the provided picture. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a right total hip arthroplasty in place with cemented femoral component. Small area of incomplete cement mantle coverage at the tip of the femoral stem. There is a regular linear lucency within the base of the greater trochanter at the top of the femoral implant that is favored to represent artifact. No discrete fracture is identified. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.